Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri). During an in clinic follow up 3 months later, the device showed a battery status of 1 percent remaining. The device battery was suspected to be depleting prematurely. Additionally, shock impedance measurements were noted to have increased to 112 ohms. Subsequently, the device recorded a battery depletion message resulting in an alert in the remote home monitoring system. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. Additional information was received that the physician scheduled the patient for an angiogram on a future date and will then work with the patient to determine if the device will be replaced after that. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.